Event description:
It was reported that the patient was in an auto accident and as a result, the implantable neurostimulator (ins) moved about six inches and flipped around. The ins was poking out and the patient had stimulation in the wrong location. The stimulation started going into the patient's stomach and not down the patient's legs as intended. In november, the patient underwent surgery, and the surgeon cleaned the device and put it back where it belonged. Following this everything was perfect and stimulation was felt appropriately.

Manufacturer narrative:
(B) (4).